Manufacturer narrative:
Device analysis the oad was returned with the original guide wire engaged in the device. The driveshaft/distal end of the saline sheath exhibited an excessive amount of dried biological fluid. Examination of the driveshaft and crown did not reveal any damage that would have contributed to the biological fluid accumulation. The exposed sections of the guide wire did not reveal any damage that would have contributed to the event. Further examination of the guide wire spring tip and proximal solder bond revealed that they remained intact and undamaged. The outside diameter of the crown and crown location on the driveshaft were measured and met the drawing specifications. The driveshaft and saline sheaths were also measured and met their respective drawing specifications. Significant resistance was met when attempting to remove the guide wire distally from the oad and it could not be removed without damaging the oad driveshaft. The driveshaft was destructively cut just distal to the strain relief. The proximal section of the guide wire was then removed proximally from the handle assembly with some resistance. The guide wire exhibited several kinks in the shaft. The distal section of the guide wire was able to be removed from the driveshaft section by physical manipulation of the driveshaft filars while attempting to rinse off or loosen up the dried biological fluid along the shaft length. The distal guide wire section also exhibited kinks in the shaft. An in-house un-damaged test wire was then loaded through the oad handle assembly to allow for functional testing. The oad was tested using an in-house saline pump, but would not spin. The top shell of the handle assembly was removed and the components inspected. The output gear assembly and handle assembly exhibited biological fluid. The fluid prevented the device from spinning. The output gear was removed and functional testing continued. When retested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event, but no issues were found. At the conclusion of the failure analysis investigation, the root cause of the device getting stuck on the wire was a kinked guide wire. The root cause of the dissection could not be determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the viperwire was not reviewed as the lot number is unknown. Evaluation results: guide wire kinked csi (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure a csi orbital atherectomy device (oad) got stuck on the guide wire. Additionally, a dissection occurred that was resolved with a stent. The target lesion was 10cm in length and 90% stenotic. It was located in the mid-anterior tibial artery which had a reference vessel diameter of 3-4mm. The physician used a 6f introducer sheath, terumo glidewire and regalia wire to access the lesion. He successfully treated the proximal portion of the lesion in the at bend using a csi 1.25 micro oad. When he attempted to advance the oad distally to treat the distal portion of the lesion, he discovered that it was stuck on the csi viperwire guide wire. He then removed the oad and guide wire as a unit, rewired the vessel, opened a second oad and completed the intervention. During the procedure, a dissection was noted in the at artery that the physician resolved using a stent. Requests for additional information have been made, but none have yet been received.